Event description:
It was reported that there was decreased rv sensing. The lead was repositioned to the apex and remains in use. It was also noted that the patient was part of the prompt study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.